Manufacturer narrative:
.

Event description:
It was reported that during a radical prostatectomy procedure, the clips were spitting out of the device. It is unknown if the clips fell into the pt. Another instrument was used to complete the procedure with no pt consequence.